Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device was significantly damaged due to water exposure/infiltration.  Physio opened the device to perform a visual inspection and observed that multiple internal assemblies and components had rust and/or corrosion on them. Due to the extensive damage, further testing could not be performed. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was use error, due to a failure of the customer to properly maintain the device. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.